Event description:
The patient was implanted with a herniamesh t-sling lot n.a. On (B)(6) 2008. Many years later legal complaint states that the patient suffered significant mental and physical pain and suffering, has sustained permanent injury. No further information has been provided.